Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the ventilator was failing extended self test (est) with an error code indicating a touchscreen failure. The customer reported the touchscreen was very dusty. The customer stated the touchscreen would be cleaned and reset. There was no patient involvement.

Manufacturer narrative:
G4: 15apr2020 b4: (B)(6)2020. The customer troubleshot with technical support and was advised to replace touch frame. The customer reported that the reported issue has been addressed and repaired, failing keyboard test during est was due to the touch frame. The touch frame was replaced and resolved submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.